Manufacturer narrative:
G4: 10nov2020, b4: 11nov2020. A front bezel was returned for analysis. The root cause of the navigation ring failure was determined to be liquid ingress due to the variability of the assembly process. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 27jul2020, b4: 28jul2020. The front bezel was replaced and the device passed all performance assurance testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jul2020.

Event description:
It was reported to philips that the device's navigational ring was changing setting on its own and the changes were unable to be performed on the touchscreen. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.